Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient connected to implant yesterday and received call doctor screen with por code. The circumstances that led to the reported issue were unknown. When asked, no recent medical tests or procedure. When asked, last device check at hcp office was (B)(6) 2021 and the last time patient connected to implant using external device was six or more months ago. Patient does not recall what the setting was when she last checked. Reviewed meaning of code. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient connected to implant yesterday and received call doctor screen with por code. The circumstances that led to the reported issue were unknown. When asked, no recent medical tests or procedure. When asked, last device check at hcp office was (B)(6) 2021 and the last time patient connected to implant using external device was six or more months ago. Patient does not recall what the setting was when she last checked. Reviewed meaning of code. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the por message was due to patient falling in their house and could have been from their pacemaker monitor. Patient went into their doctor's office on (B)(6) 2022 where it was noted that the device was off and needed to be reset. The issue was noted as being resolved at this point.